Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal sts plus device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned apart from a cut portion of the header bag. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed the anchor. No other anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the full forward lock position during the time of deployment or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device was used during the procedure; when the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned and the device/sheath assembly was withdrawn together and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral interventional (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The blood loss was less than 250 cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported product.